Event description:
During a surgery in (B)(6) 2009, a patient was implanted hardware to repair a wrist fracture. In a later surgery on (B)(6) 2012 to correct ulnar side pain, the hardware was to be removed. During the extraction, a screw head broke off the screw. The screw head was retrieved by the physician and the procedure was delayed by 4 to 5 minutes. This is 1 of 12 reports for this event.

Manufacturer narrative:
This device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. However, a review of the records showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition. Implant date reported as (B)(6) 2009.